Event description:
It was reported that the patient with this electrode received an inappropriate shock due to non-physiological artefacts which were easily reproduced in primary and secondary vector. Alternate was not tested by the field. Technical services (ts) reviewed the data and based on the reproducibility of the artifacts in several vectors they suspect the electrode has been mechanically compromised. As such, electrode replacement was recommended. The patient was hospitalized and placed on direct monitoring with therapy switched off. At this time, there is no evidence to suggest surgical intervention has been performed. No other adverse patient effects were reported. Additional information received indicates this patient underwent a revision procedure, and their current s-ICD system was explanted and replaced without incident. Besides intervention, no other adverse patient effects were reported. Additional information: this device was returned to boston scientific. However, per the physician, the patient is unable to sign the consent form for the electrode analysis due to health reasons.

Manufacturer narrative:
Boston scientific has been informed that the patient was unable to sign the consent form as per mpdg section 72 (6) to allow for analysis of a returned device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this electrode received an inappropriate shock due to non-physiological artefacts which were easily reproduced in primary and secondary vector. Alternate was not tested by the field. Technical services (ts) reviewed the data and based on the reproducibility of the artifacts in several vectors they suspect the electrode has been mechanically compromised. As such, electrode replacement was recommended. The patient was hospitalized and placed on direct monitoring with therapy switched off. At this time, there is no evidence to suggest surgical intervention has been performed. No other adverse patient effects were reported. Additional information received indicates this patient underwent a revision procedure, and their current s-ICD system was explanted and replaced without incident. Besides intervention, no other adverse patient effects were reported. Product return is expected.

Event description:
It was reported that the patient with this electrode received an inappropriate shock due to non-physiological artefacts which were easily reproduced in primary and secondary vector. Alternate was not tested by the field. Technical services (ts) reviewed the data and based on the reproducibility of the artifacts in several vectors they suspect the electrode has been mechanically compromised. As such, electrode replacement was recommended. The patient was hospitalized and placed on direct monitoring with therapy switched off. At this time, there is no evidence to suggest surgical intervention has been performed. No other adverse patient effects were reported.